Manufacturer narrative:
This product is not marketed in the USA. No 510 (k) and no PMA exist for it. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. Retained samples of the concerned lot number 230323-4891 have been inspected visually and tested electrically. All tested electrodes were within limits, no failure could be detected. On july 25th, 2024 the involved device was received in an open pouch. It was disinfected and then inspected. After reviewing the returned customer sample we detected that the silicon covered release liner was already removed from both electrodes. Both electrodes were re-stuck to only one of the two siliconized release liner. The printing on the siliconized release liner was reversed and upside down. At the sternum electrode plenty of air bubbles and patient hair are visible between the gel and the siliconized release liner. The apex electrode was air bubbles are visible between the gel and the siliconized release liner. These bubbles are caused when the siliconized release liner is removed and again re-stuck to the electrode. The complainant claims the "clear plastic backing on blue ll defib pad could not be removed." During the production process a siliconized liner is laminated to the pad liner. The electrodes are cut from the laminated liner later in the process. The protective cover liner is never lifted off the product during production, assembly or packaging. If an entire roll of protective liner material had been introduced into the machine the wrong way (siliconized side facing the gel) an entire lot of electrodes would have been affected. Such a condition would have been detected during lot approval inspections or even during the production or assembly process. The retained samples of the concerned lot number showed no failure. No other complaints of that nature have been filed for this product. It is therefore most likely that the user have removed the protective cover of a pad at some stage in their procedure and reattached it with the wrong side up. We are therefore sure that the concerned defibrillation set met the specified parameters at the time of approval and that the defect or incident complained about was not caused by leonhard lang gmbh.

Event description:
On june 20th, 2024, we have been informed about a malfunction with a defibrillation electrode set at an unknown user facility in australia. Gs defibrillation electrodes catalogue number 05120.5 corpatch easy pre-connected (model df53nc) had been used. The initial report was stating that " clear plastic backing on blue ll defib pad could not be removed. They were about to be used on a patient, so they had to remove these pads and use a new pair of pads." On july 15th, 2024 we have received a filled in questionnaire. The questionnaire states the objective of procedure "were going to be used as a precautionary measure only." Further on it was specified "as the pad packaging was opened, crew were unable to peel plastic backing off posterior pad (ll/blue pad). This resulted in a delay to functioning defib pads being placed on the patient. The pads were precautionary only and no therapy was delivered through the new pads." The defibrillation electrodes were "stored at distribution centre and then distributed to ambulance stations as required. A/c controlled. Stored unopened in defib bag on corpuls3 until ready to use." It was also stated that "no patient involved, pads faulty before they were used, a new set of defib pads were opened and used instead." No further details have been disclosed.

Manufacturer narrative:
This product is not marketed in the USA. No 510 (k) and no PMA exist for it. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. Retained samples of the concerned lot number 230323-4891 have been inspected visually and tested electrically. All tested electrodes were within limits, no failure could be detected. Currently we are awaiting the concerned device for further investigation. We will provide a follow up report once we have reached further investigation results and a conclusion.

Event description:
On june 20th, 2024, we have been informed about a malfunction with a defibrillation electrode set at an unknown user facility in australia. Gs defibrillation electrodes catalog number 05120.5 corpatch easy pre-connected (model df53nc) had been used. The initial report was stating that "clear plastic backing on blue ll defib pad could not be removed. They were about to be used on a patient, so they had to remove these pads and use a new pair of pads." On july 15th, 2024 we have received and filled in questionnaire. The questionnaire states the objective of procedure "were going to be used as a precautionary measure only." Further on it was specified "as the pad packaging was opened" (...) "Crew were unable to peel plastic backing off posterior pad (ll/blue pad). This resulted in a delay to functioning defib pads being placed on the patient. The pads were precautionary only and no therapy was delivered through the new pads." The defibrillation electrodes were "stored at distribution centre and then distributed to ambulance stations as required. A/c controlled. Stored unopened in defib bag on corpuls3 until ready to use." It was also stated that "no patient involved, pads faulty before they were used" (...) " a new set of defib pads were opened and used instead." No further details have been disclosed.